Event description:
Reportedly, the programmer automatically switches off and restarts during use, getting stuck in a boot loop.

Event description:
Reportedly, the programmer automatically switches off and restarts during use, getting stuck in a boot loop.

Manufacturer narrative:
Preliminary analysis of the returned programmer showed that the sudden shut downs and reboots reported for this programmer most probably resulted from an issue linked to either insufficient quality of contact between the plug of the central process unit (cpu) board and the one of the power supply and/or instability on the pre-power supply board.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the programmer automatically switches off and restarts during use, getting stuck in a boot loop.